Event description:
The physician reports that during insertion the crystalens became stuck in the crystalsert lens injector system and the lens subsequently tore. Intervention was performed in order to enlarge the incision, remove the damaged lens, and suture the incision. A second crystalens was implanted successfully and the patient's prognosis is good. Reference MDR #2031924-2009-00071.